Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information provided by a healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal-n pd-2 1.5 (dianeal-n pd-2 1.5 pd solution) and extraneal (extraneal pd solution) therapies for renal failure chronic. On an unreported date, dianeal and extraneal therapies were permanently withdrawn. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was not reported. On an unreported date, peritoneal lavage was performed. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.